Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had 120 units of insulin and when customer called to troubleshoot, there were only 11 units of insulin left. Customer's blood glucose was unknown. Customer contacted the FDA. Customer will not be returning the device for analysis.